Event description:
It was reported the guide stop was observed to be broken off the device during processing in spd. There was no patient involvement, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
No new information.